Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced possible under delivery. The customer stated that she keeps taking insulin all day but blood glucose had not come down. The customer stated that her blood glucose reading was around two hundred. The insulin pump will not be returned for analysis.